Manufacturer narrative:
Returned device was received in good physical condition but the rear housing was damaged. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's issue was able to be replicated. During power up the error code 108 could be seen. Further investigation found a faulty microprocessor board to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that a cadd ms3 pump kept shutting off. No adverse effects reported.